Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury. Upon completion of the investigation it was noted that the returned product was opened and visually reviewed. The product did exhibit relatively small, loose fibers along the edge, however these would be considered acceptable in the current process. The material used to produce the sponges is comprised of fibers that are interwoven to produce the finished product. Various cutting technology is used throughout the process, including a process that uses crush cutting. The fibers are literally crushed against a hardened roll, which may result in some degree of linting. The overall process was developed to produce a low-linting¿ sponge. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.

Event description:
Cottonoids appear to have lint on them. Further information indicated that "the excess lint was found on them before the procedure. They did not use the product because they felt they were too linty. I picked up the sample today." The product was received on (B)(4) 2012 and forwarded to (B)(4) for evaluation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.